Event description:
The valve became thrombosed due to temporary discontinuation of anticoagulants. This was done so pt could undergo abdominal surgery. Tpa was administered IV and thrombus resolved. This was confirmed by echo. The valve remains implanted.